Event description:
In 2002 the end-user called medtronic minimed, USA and stated it was impossible to prime the infusion set. Leak detected at luer lock. On 8/5/2002 maersk medical a/s received the complaint and 1 used tubing (the luer lock was missing).